Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that their battery compartment threads were cracked. The patient had also woken up with a blood glucose of 417 mg/dl. The patient treated via insulin pump bolus. Troubleshooting was declined for the high blood glucose. The customer stated that the battery compartment damage was due to wear and tear. The insulin pump was returned for analysis. Unomedical set. Frn-model unknown-reservoir.